Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The air reamer/drill device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger and unintended activation/motion. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the air reamer/drill device had cosmetic damage, insufficient/low power, a sticky trigger, the seal was worn, the gear was worn, component damage, unintended activation/motion, was making an unexpected noise, and an air leak. It was further determined that the device failed pretest for general condition, check for sticky trigger, check for unintended motion, check for noticeable noise, check power with power test bench, and check for air leak. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.